Event description:
The reporter did meter to hcp meter comparison tests, within 5 minutes, using the same fingerstick. Both tests were capillary. Reporters meter reading was 447mg/dl, and the doctor's meter (ot basic) read 253mg/dl. Reporter stated that they have been having headaches. On followup, the reporter stated that they clean the meter, but not clean the optic area. Reporter's technique of applying blood, as described, is accurate. No harm was alleged.